Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was confirmed due to corrosion of the plug and cable units. A root cause could not be identified. Based on the results of the investigation, it is likely a degradation problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited when plugging in the screen says there is no signal and static on screen. The event occurred during inspection for use. There were no reports of patient harm.